Manufacturer narrative:
There was no additional information obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
A patient experienced severe skin sensitivity and reaction post-hysterectomy after exofin precision pen was used.